Event description:
On (B)(6) 2026, a physician from a virtual emergency service reported a patient residing in a nursing home who experienced persistent hyperglycemia while wearing a pod on the arm for between 49 and 71 hours. Blood glucose readings were elevated, including 23.82 mmol/l (429 mg/dl), with ketone level of 0.1 (units not provided). The patient reported mild thirst. An ambulance attended the patient at the nursing home, and a paramedic remained on site for approximately two hours. Elevated blood glucose readings were confirmed using a backup meter. Multiple bolus attempts were reported without improvement. Replacement of the pod was not performed during ambulance attendance because no authorized individual with device experience was available. The pod remained in place during medical attention. No diagnosis was reported and no treatment was administered. The patient was planned to be managed using a sliding-scale insulin regimen overnight, with in-home assistance scheduled for the following morning to support pod removal and replacement. The call concluded while the patient remained under medical supervision.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hyperglycemia. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.